Manufacturer narrative:
Additional information: section b describe event or problem, section h imdrf annex codes and manufacturer narrative. Correction: section d medical device model, unique device identifier (UDI), section e initial reporter facility name, section g manufacturing location. The reported condition of "medstation es: multiple drawer fail and unable to recover at ed was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4) the field service engineer (fse) reported that station was powered up but no drawers were found, after disconnecting the auxiliary, all drawers were found, the fse inspected the pyxibus cable and found a burnt mark so the pyxibus cable was replaced, and proper operation was verified in diagnostics and in the application with no issues observed. During dchu visual inspection: pn 121085-01: the unit revealed signs of thermal damage, including exposed copper strands and burn marks. No fluid ingress or other anomalies were observed. During dchu testing: pn 121085-01: no further testing was required due to evidence of thermal damage, with exposed copper strands observed on the assy cbl pyxibus 7 drawer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple drawers were failed and unable to recover. As per part investigation, it was determined that there was exposed copper strands with burn marks. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed. The field service engineer powered up the station, but no drawers were found also inspected auxiliary cabinet pyxibus cable and found burnt mark. The field service engineer replaced the pyxibus cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary that the multiple drawers were failed and unable to recover. During device inspection found that the thermal damage on the cable. However, there were no adverse events or injuries reported based on this event.